Event description:
A customer from (B)(6) notified biomérieux of misidentification results for a grimontia (vibrio) hollisae species during an external quality control (eeq ctcb 1741) when testing with vitek® 2 gn ID test kit (ref. 21341). The customer stated that vitek 2 obtained results of either pseudomonas fluorescens or sphingomonas paucimobilis instead of grimontia hollisae as expected for this eeq strain. The customer had subcultured the isolate from cos and mueller hinton media. When complementary tests were performed (mobility + o129 s supplementary tests, growth noted in aerobic and anaerobic and hyper-saline environment), the customer obtained vibrio spp. The impacted strain was not kept by the customer. There is no indication or report from the laboratory that the discrepant quality result led to any adverse event related to any patient's state of health. There was no patient associated with this quality control sample. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer reported a misidentification for a grimontia hollisae quality control sample (ctcb 1741) as aeromonas salmonicida / oligella ureolytica in association with the vitek® 2 gn test kit (lot 2410303403). An investigation was performed. The internal survey strain was subcultured and tested. On vitek 2 (v7.01), gn cards from the customer lot and four (4) other lots were tested from cba subculture. These tests gave : a low discrimination between francisella tularensis and aeromonas salmonicida a good identification to pseudomonas fluorescens 89% an excellent identification to pseudomonas fluorescens 99% results demonstrate a degree of variability in the gn card reaction wells leading to the misidentifications. This is an atypical strain compared to the vitek 2 gn knowledge base. The identification expected was confirmed with vitek ms v3 (knowledge base v3.0) : excellent identification to grimontia hollisae confirmed (99.9%). The customer misidentifications of this strain were confirmed in house. The strain exhibited atypical growth behavior. The vitek 2 gn card performed as expected.